Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use on a patient that, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse ran the fiber optics test numerous times and was not able to reproduce the issue reported. The fse them completed the preventive maintenance, where the safety disk, the tidal volume disk and 9v battery were replaced. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.